Manufacturer narrative:
The customer¿s report of an infusion completing sooner than expected was not confirmed. The pcu event log noted guardrails drugid 166 - heparin conc 25000unit/500ml was programmed to infuse at a rate of 14ml/hr and vtbi of 500ml; however the infusion was manually stopped approximately one hour later instead of the intended programmed length of over 24 hours. It is unknown why the infusion was manually ended before the expected volume to be infused (500ml) was delivered and what may have occurred with the fluid within the infusion bag. The programming review could only determine how much fluid the pump module device recorded as being delivered (14.094ml); not how much fluid left or remained in the infusion bag. The root cause of the reported infusion completing sooner than expected was not identified. The device, infusion set, and infusion bag were not received for investigation.

Manufacturer narrative:
Additional information provided by the customer.

Event description:
The customer reported that a heparin drip (500 ml bag with an unknown concentration) ordered to infuse at 14 ml/hr appeared to be infusing at a faster rate than the pump module indicated. The nurse reported the heparin drip had infused approximately 125 ml in 1 hour. The nurse stopped the heparin and notified the physician and obtained a stat ptt which came back to normal. The hospital's biomed tested the pump with no indication of an error.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a heparin drip (500 ml bag with an unknown concentration) ordered to infuse at 14 ml/hr appeared to be infusing at a faster rate than the pump module indicated. The nurse reported the heparin drip had infused approximately 125 ml in 1 hour. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.